Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and piece was missing while removing reservoir. The customer blood glucose level was 240 mg/dl. It was also reported that reservoir was not able to lock in place when inserted in to the insulin pump and reservoir lip ring was physically damaged. It was reported that the site issue irritation was not insulin pump bumps. The insulin pump will not be returned for analysis.